Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly lost power after exposure to water. There was reportedly no damage to the pump. The reporter attempted to power on the pump with multiple batteries with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump would not power on. There was visible moisture in the display. The pump failed leak testing with a display lens leak. There were no cracks found in the pump casing. The pump cover was removed and there was corrosion observed on the bottom portion of the pump and case. The force sensor and power circuits were corroded. There was no corrosion found in the battery compartment. Additional testing could not be completed due to the pump not powering on.